Event description:
During a spinal fusion, with a posterior approach, while drilling on an implanted cement, the 2.5 mm drill broke off in the cemented area (l1), about 1 cm long tip broke. The decision was made to leave this tip in place to prevent further pt injury.